Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted due to cystocele, rectocele, enterocele and stress urinary incontinence. It was reported that she experienced pain, urinary tract infections, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported another mesh was implanted on 02/15/2011. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including revision/excision surgeries on (B)(6) 2005, (B)(6) 2011, (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted due to cystocele, rectocele, enterocele and stress urinary incontinence. It was reported that she experienced pain, urinary tract infections, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported another mesh was implanted on (B)(6) 2011. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including revision/excision surgeries on (B)(6) 2005, (B)(6) 2011, (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted concurrently with posterior colporrhaphy, enterocele repair. It was reported that the patient underwent urethral dilatation, cystolithotripsy and extraction of bladder stones on (B)(6) 2011, due to bladder stone and possible foreign body in the bladder. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, rectocele and enterocele due to sui. No additional information was provided. This report is follow up 1, sent as follow-up 2 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.